Manufacturer narrative:
H3: device still implanted. H6: update code. C19 - the reported failure mode that the ipsilateral leg couldn¿t be expanded was confirmed through an evaluation of the provided angiogram video clips. The video clips show a successfully first deployment up to the contralateral gate and then the contralateral leg is cannulated as prescribed in the instructions for use (IFU). The video clips then show a guidewire is advanced distally through the undeployed ipsilateral leg then balloons are inflated and deflated several times to attempt to expand the ipsilateral leg which eventually only expands slightly. The delivery catheter and delivery knobs were returned and inspected. The second deployment line had separated from the second deployment knob just passed the attachment point. The remaining deployment line was not returned, but it was reported that after the deployment line was completely pulled out, the ipsilateral leg couldn¿t be expanded. Therefore, it is unknown if the deployment line had separated after it was pulled out, or if it was the cause of the reported expansion failure. The cause of the inability to expand the ipsilateral leg couldn¿t be established with the available information.

Manufacturer narrative:
H6: c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, a patient was implanted with gore® excluder® aaa endoprosthesis with c3® delivery system to treat abdominal aneurysm. The trunk to contralateral part was successfully expanded. Then the physician deployed the ipsilateral leg. After the deployment line was completely pulled out, the ipsilateral leg couldn't be expanded. There was no deployment line in backup deployment mechanism. 7, 8, 10, 12mm mustang balloons dilated the ipsilateral leg, but didn't work. The delivery catheter was removed out of patient. The ipsilateral and contralateral part was bridged. The imaging showed restricted blood flow on the right side, and blood flow on the left side was patent. Bilateral fem-fem bypass was performed. The patient was transferred to the ICU for observation after the procedure. Currently, the patient's vital signs were stable. The patient tolerated the procedure.